Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure detected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively while verifying instruments and delayed the surgery by less than one hour. It was reported that after the system was started, the flat emitter was showing all red in emitter details. The site switched to the side emitter and it worked normally. In between cases, the manufacturer representative (mr) plugged in the flat emitter and it worked normally. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Engineering comments indicate the user was only waiting ~1 minute for emitter to initialize. Initialization takes longer, ~90 seconds. System worked as designed. If information is provided in the future, a supplemental report will be issued.